Event description:
Additional information was received that overestimation of the device longevity at the previous follow-up was suspected.

Event description:
During a remote follow up, a decrease in the device battery longevity was observed and possible premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. As received, the device was at back up (bvvi) mode. The device was then programmed to nominal settings for the remainder of the analysis. The results of all the electrical tests performed, including mechanical stress testing and battery assessment, indicate normal device characteristics. A longevity assessment was performed and the implant duration exceeded the device¿s projected longevity. The battery voltage is still normal and above elective replacement indicator (eri).